Event description:
It was reported that the patient experienced severe shortness of breath, fatigue and palpitations. The electrogram showed that stimulation had discontinued. Telemetry found the device to be in backbup vvi. Reprogramming was not possible. The device was replaced.

Manufacturer narrative:
Final analysis found the device was in backup operation due to a single bit of product code being flipped. After the product code was downloaded, elective replacement indicator (eri) was observed. A new battery was attached, and normal normal function ensued.